Manufacturer narrative:
D4: unk. D6: unk. H4: unk. Claim# (B)(4).

Event description:
A facility representative reported, "doing an exchange to add a toric evo. She had a very small eye and I planned to treat her 1d of cylinder with operating on her steep axis instead of risking too high a vault with a toric." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.